Manufacturer narrative:
The insulin pump was received with an unexpected battery loss failure. The pump failed the active current measurement test. The failure has been isolated to pcba1. Pump passed the displacement test and the sleep current measurement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 5.5 mmol/l at the time of the incident. Customer stated that the insulin pump received low battery alert prior to replace battery no alarm. The insulin pump will be returned for analysis.